Event description:
Litigation papers allege: on or about (B)(6), 2009, patient was implanted with a depuy asr hip on his left side. Following his surgery, patient began to experience a significant increase in pain in his left hip, a significant decrease in the range of motion of his right hip, and increasingly greater weakness in his left leg, ultimately resulting in great difficulty walking. There is no mention of revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.